Event description:
This report was received from the literature in which the author(s) described a case of toxic shock syndrome (tss) after a closed reduction of a nasal fracture 5 days after injury. He underwent an uncomplicated closed reduction under general anesthesia 8 days after the injury. The fracture was reduced and a single 1x1 cm2 piece of gelfoam was placed to support the reduced fragment. Minimal manipulation was required to reduce the fracture and there was no bleeding to suggest mucosal injury, therefore, no antibiotics were administered. The boy was released the same day of surgery. Twenty-four hours post procedure, the boy was brought to the emergency room with fever, nausea, vomiting, and mild abdominal pain. He was lethargic, fever 102.1-f, blood pressure 90/50, pulse 120/min. And a diffuse erythematous, macular rash was noted involving the face, trunk and abdomen. The gelfoam was removed and minimal mucosal inflammation (no purulent discharge) was observed. There were no other abnormal findings. Laboratory data revealed mild electrolyte and liver function abnormalities. A presumptive diagnosis of tss was made and he was admitted to the intensive care unit. Intravenous oxacillin and vigorous hydration were administered. Nasal cultures isolated s. Aureous that was positive for toxic shock toxin. The boy was discharged 5 days after admission on oral antibiotics and had no long-term sequelae.